Event description:
A 24 mm diameter x 16 mm diameter x 16.5 cm length aneurx bifurcated stent graft and its components were implanted into a pt for the endovascular treatment of an abdominal aortic aneurysm in 2001. Aneurysm and vessel morphology at the time of implant are unknown. In 2004 the pt's aneurysm had enlarged due to type ii endoleak and type I endoleak resulting in a rupture of the aneurysm. It was reported at the time of implant the bifurcated stent graft was converted to an aortio-uni-iliac and a femoral-femoral bypass was performed. The pt was lost to follow-up more than one year ago. It was reported that the stent graft was explanted in 2004. Medtronic has received the explanted stent graft and its analysis has been completed. It is likely that the perirenal aortic neck dilation resulted in the type I endoleak. The proximal attachment came free without difficulty. The type I leak and type ii ima leak noted at explant contributed to the aaa enlargement and subsequent rupture. It is noted that the pt was non-compliant with follow-up: their last follow-up computed tomography was 2002, prior to their emergent admission for a systematic aaa. No additional sequelae were reported and the pt is reported to be fine.